Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was sent to the supplier for evaluation. The supplier reports indicate: the active tip shows signs of use the ceramic appears to have cracked in half there is visible tissue debris around the distal active tip the ceramic shows signs of melting on one side only electrical testing was performed, and the capacitance and continuity tests passed. The hipot and functional tests were not performed due to the condition of the tip. To try and recreate the crack location, spare devices were subjected to multiple applications of the current clinical model load of 37.5n in a 3-point bend moment in various orientations to try to simulate the cracked ceramic but in both cases the crack occurred at the proximal end of the ceramic where it enters the return tube. One of these devices was activated at maximum power after the crack was created to attempt to create a high temperature focused plasma to simulate the burnt region of the complaint device. A high temperature was created, and some small arc formations occurred but not enough to melt the ceramic. Other possible causes include thermal expansion of the active tip to ceramic, abusive clinical loadings, linear line or the distal section of the ceramic is confirmed as missing and has cracked across the complete ceramic from side to side. There is evidence of melted ceramic on the right hand side of the remaining ceramic no signs of misuse are visible on the device which would suggest excessive loadings have occurred. Manual manufacturing process which would all need detailed investigation to conclude a root cause. This complaint can be confirmed. The supplier has been unable to determine an exact cause of the reported defect, the failure mode could be attributed to forces greater than the design specification being applied during use or a ceramic component issue. A review of the manufacturing process, batch records and quality records have been performed for the complaint device lot number u1901128. The manufacturing process is operating as intended with no issues indicated, which might explain the failure observed. As the initial investigation was inconclusive in an effort to understand the customers issue better and to determine root cause, gyrus medical did reach out to the mitek quality team requesting further information relating to the procedure but unfortunately much of this information has not become available at this time. Should this further information become available then this information will be passed to the relevant technical authority for review. The complaint failure mode has been reviewed against the systems risk assessment document, which is detailed in the spreadsheet torsion/shear/tensile/compressive forces- in use. This failure mode is predicted to lead to the device breaking in patient with a possible outcome of patient harm - distal section of device remains in patient. Non-routine intervention required to retrieve components, which has a qualitative severity level of critical - results in permanent impairment or life-threatening injury. The currently probability level is ¿occasional¿ (<10¯4 and =10¯5). (B)(4). Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document. The above risk assessment suggests that the risk is an acceptable level and no containment or corrective action is required. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed therefore no correction could be defined for gyrus medical to implement. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate that during an arthroscopic rotator cuff repair the tip of the vapr premiere 90 electrode -ea chipped. The fragment (about half size of the entire insulator) has lost. The procedure was completed with a surgical delay of less than 30 minutes delay. As per the affiliate the units was the first time been used. The x-ray cannot detect the fragment, the hospital will take CT scan to see if the fragment has been left in the patient's body. No additional information was provided. Detailed information could not be obtained by the affiliate. The affiliate was able to report that a CT scan confirmed fragments of the electrode were not retained in the patient's body. It was also reported the device will be returned for evaluation.